Manufacturer narrative:
The technician replaced the broken side rail to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
The technician alleged that the right side rail was reported as not latching in the up position. No injury reported.